Event description:
It was reported via repair work order that the head section assembly was damaged, which could prevent the head section from retracting. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.